Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/29/2011 by fax and mail. A completed questionnaire was received on 05/05/2011. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reports the pt has excessive postoperative astigmatism and the event continues. An unapproved viscoelastic was used during the implant procedure. There are two medical device reports associated with this event; this report is for the right eye.